Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted for left bundle branch area pacing. High pacing thresholds were observed, then the helix appeared to be damaged. A new lead of the same model was able to be implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis. The physician recommended developing a product specifically for use in left bundle branch area pacing, with a stronger helix than what this lead provides.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the tip of the helix was broken off and was not returned. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted for left bundle branch area pacing. High pacing thresholds were observed, then the helix appeared to be damaged. A new lead of the same model was able to be implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis. The physician recommended developing a product specifically for use in left bundle branch area pacing, with a stronger helix than what this lead provides. The product has been received for analysis.